Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal stat, every 72 hours, discontinued), ceftazidime injection (1gm, once daily, intraperitoneal, discontinued), fluconazole tab (150mg, once daily, oral, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. On an unknown date, treatment with dianeal 2.5% and extraneal 7.5% were discontinued however, treatment with dianeal 1.5% was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.